Event description:
A malfunction on the pump was reported by the customer, with no notable events preceding the issue. There was no adverse impact to the customer's blood glucose level as a result of the malfunction. The customer experienced at least three occurrences of the same issue identified as a momentary power loss to the vibrator motor, and tandem technical support decided to replace the pump. The customer was informed that the replacement pump would have updated software and was provided with instructions for returning the faulty pump. Customer will continue to use current pump for insulin delivery.